Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, one of the cardiac resynchronization therapy defibrillator (crt-d) set screws had backed out of its housing. It was difficult to retrieve and re-engage the set screw, and the grommet of the crt-d was torn during the attempt. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.